Event description:
Customer reported an inaccurate tidal volume readings from the as3000 anesthesia system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Customer rep evaluated the system. Correction included replacement of the pneumatic hose and fuses for the ac outlet. Additionally, preventative maintenance check up was performed on the system.